Manufacturer narrative:
Based on the available information, the rse evaluated the device remotely and confirmed that the therapy capacitor needed to be replaced. Philips sent the dfm100 assy capacitance (453564489001) to the customer site to address the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy capacitor. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had therapy disabled alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.